Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2004. The physician placed a taxus express2 3.5x12mm drug eluting stent to the 90% stenosed lesion located in the left anterior descending (lad) artery. Post dilatation was performed using a 4.5x8mm quantum maverick balloon. A maverick monorail 2.75x9mm balloon was then used to treat the 90% stenosed lesion located in the first diagonal (dx) artery. No patient complications were reported. Medications used during this procedure include; oxygen, versed, fentanyl, integrilin, nitroglycerin, heparin, plavix and aspirin. In 2007, the "male patient came in intubated." Angiography confirmed a thrombosis in the lad and extending into the first dx artery. The physician treated the thrombosis with multiple balloon inflations using a maverick2 monorail 3.0x12mm balloon, an nc monorail 5.0x15mm balloon, a maverick2 monorail 3.0x12mm balloon and a maverick2 monorail 2.75x12mm balloon. Lifelong plavix use was prescribed post procedure. Medications used during this procedure include; oxygen, versed, heparin, amiodarone and integrilin. At the time of this report, the patient was still intubated, but was reported as stable, responding appropriately and slowly being weaned from the ventilator.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.